Event description:
A caller reported a cartridge alarm, identified as alarm 20, which resulted in high blood glucose levels, although the specific value was not known. There was no adverse impact on the customer's blood glucose level. To manage the elevated blood glucose, the customer administered a correction bolus via the pump without needing third-party assistance. Although the issue did not occur during the load process and there was no previous report of this specific alarm with the pump, consecutive cartridge alarms were noted. Technical support consequently arranged for a pump replacement.